Manufacturer narrative:
The customer facility name and contact information were not available. The unit was not returned to allow an analysis to be performed. If new information is obtained, a follow up report will be submitted. No patient incident reported. This is a follow up to the user facility report submitted and received by masimo. (B)(4).

Event description:
Customer reported that "masimo (oxygen monitoring) machine cable replaced due to alarming and because machine kept saying replace cable. Cable failure." No patient incident reported.